Event description:
The device was explanted and returned to the manufacturer. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.